Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens service went onsite and removed and cleaned the sample module and aligned and calibrated the lamp. Service stated that the system was fully functional on departure. The message logs, instrument logs and data files have been requested for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant troponin results on one patient when tested on the stratus cs in the emergency room and a siemens lab analyzer. After the doctor received the elevated ctni results from the ER, the patient was admitted to the hospital. There was no report of injury due to this event.

Manufacturer narrative:
Siemens service went onsight but was unable to obtain the data files that were requested for investigation. The customer has declined to provide any further information.